Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A total of two (2) samples (one used not contaminated, and one used contaminated) without packaging were provided for evaluation. After decontamination of the first sample, which contained blood, it was observed that a component inside the caresite luer had broken off. A small piece of hard plastic was present, which prevented the leakage test from being performed. Thereafter, the second sample was visually inspected and showed no blood residue; therefore, decontamination was not required. This sample successfully passed the leakage testing, and no defects were noted. Based on the investigation findings, the reported defect was not confirmed. The exact root cause of the reported incident could not be determined during the time of testing. One sample successfully passed the leakage test, while the other showed signs of mishandling, which may have contributed to the reported leakage. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: tried to flush site and it leaked at the luer lock end. It was not the saline flush that was malfunctioning. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.